Event description:
Healthcare professional reported "pain caused by rupture of the right side device".this record relates to right side. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture : not observed in the device. Pain: unable to observe since it is a medical event and is not related to the device. Additional observations: voids observed on the gel. No further actions are required as the device was implanted. Additional, changed, and/or corrected data: b6, d9, e1, e3, h3, h6.

Event description:
Healthcare professional reported "pain caused by rupture of the right side device".this record relates to right side. The device has been explanted.